Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive and numbers on the screen were ramping up, following possible exposure of the pump to moisture. The customer's blood glucose was 5.2 mmol/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no down button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The device was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.